Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the or for a normal device implant. The lead was successfully implanted on the atrial wall. After the stylet was removed, lead dislodgement was noted. An attempt to reposition the lead was unsuccessful due to failure to advance the stylet. The lead was explanted and replaced. The patient was stable post-procedure.